Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's leakage current value showed an abnormal value. Customer connected the iabp power plug to the outlet when treatment begins and entered the intensive care unit. Then the isolation measurement panel generated an alarm. They tried using an outlet on another bed, but the alarm occurred in the same way. Iabp power cord. There was no improvement even if changed to something else. The iabp body was replaced with another machine, and medical personnel measured the leakage current value in the hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's leakage current value showed an abnormal value. Customer connected the iabp power plug to the outlet when the treatment was started and the patient was admitted to the intensive care unit. When they connected the power source plug to the outlet, the isolation measurement panel generated an alarm. They tried using an outlet on other beds, but the alarm occurred in the same way. Iabp power cord - connect the iabp power cord to another one. There was no improvement even if after changing. The iabp body was replaced with another machine, and medical personnel measured the leakage current value in the hospital and the getinge field service engineer (fse) was told that it showed an abnormal value.

Manufacturer narrative:
The field service engineer (fse) visited the hospital and measured various leakage currents, but there were no abnormalities, and the unit was plugged into an outlet at the site. Also, it was stated that it was connected but there were no abnormalities in the values on the isolation measurement board.